Event description:
It was reported that during a pta/stenting treatment procedure of the superficial femoral artery, stent deployment difficulties were encountered. During positioning of the stent within the artery, the physician apparently wanted to reposition the sent and was unable to resheath it. The stent was successfully deployed, but it was not at the desired location.